Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing was damaged and leaking. The following information was provided by the initial reporter: several wards of the university clinic ((B)(6)) complaint that the 3-way-stopcocs are partially leaking and very difficult to separate from the infusion devices of central venous catheters. This is only possible using a lot of force, they have broken several times. In this case the transfusion set , also from bd, separated. According to hygiene, the accesses should not be wiped but sprayed, compresses are tapped on. The used disinfectant is octeniderm.